Event description:
Customer reports, catheter separated upon removal. The rest of the catheter was removed in the or. The catheter separated at 16.5mm. The dr reports, the infant is okay.

Manufacturer narrative:
Reference MFR. Complaint #ar1998-5-15-85. One partial sample was returned. Examination of the fracture surface found the catheter was cut. The sample was subjected to a break test and met specifications. The complaint was not caused by a catheter defect. The fracture surface indicates that a cut propagated a break, possibly during removal of the tape bridge surrounding the area (tape was found on catheter). A search or our records revealed no other complaints on this lot.